Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer stated that the sensor is several points off, especially when it's running on the lower end. Customer stated that he will get alarms when his blood glucose is in a good range. Customer's recent sensor glucose was above 90 mg/dl but his blood glucose was 67 mg/dl. Customer stated that when he is rising and falling, he sees a bigger gap between the readings. Customer stated that when he gets a threshold suspend at night, he continues his basal and eats about 15 carbs to correct. Customer stated that the alarms might be caused by the customer not calibrating for quite some time. Customer stated that the low that causes the threshold suspend are usually from overbolusing for a meal the night prior. Customer stated that if he lays on the sensor, it will tend to lower his sensor readings. Customer was advised to discuss his blood glucose with his health care professional.